Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion with >90 degrees bend was located in the severely calcified and severely tortuous right coronary artery (rca). A 4.00x24mm promus element plus drug-eluting stent was used for treatment. However, the device had difficulty advancing. After several attempts, the physician removed the stent and it was noted that the edge of the stent strut was lifted. The procedure was completed with another of same device. The patient was generally in good condition. There were no patient complications reported and the patient status was stable. It was further reported that an unspecified guidewire and guide catheter extension were used during the procedure. The shaft of the device broke inadvertently during surgical cleaning following completion of the procedure.

Manufacturer narrative:
Device evaluation by MFR: the promus element plus,mr,ous 4.00x24mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage. Proximal stent struts were lifted from crimped position. The undamaged stent outer diameter was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found multiple kinks and a hypotube break 285 mm distal to the strain relief. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found multiple kinks along the shaft polymer extrusion. A test 0.014 guidewire was attempted to be loaded but was unable due to the shaft polymer extrusion kinks. No other issues were identified during analysis.

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion with >90 degrees bend was located in the severely calcified and severely tortuous right coronary artery (rca). A 4.00x24mm promus element plus drug-eluting stent was used for treatment. However, the device had diffuculty advancing. After several attempts, the physician removed the stent and it was noted that the edge of the stent strut was lifted. The procedure was completed with another of same device. The patient was generally in good condition. There were no patient complications reported and the patient status was stable.